Manufacturer narrative:
(B)(4).

Event description:
Patient's wife contacted dexcom on (B)(6) 2016 to report a loss of connection that occurred on (B)(6) 2016. Advised patient's wife to un-install and then re-install the application then have her husband resend an invitation to her to resolve the issue. Patient's husband admitted that there were occasion he was outside the 15ft range required to be in resulting in a signal loss. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 03/25/2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.